Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of high cobalt and chromium levels and other tests that were alarming to the doctor about the wear of the mom implant. The patient is also having pain and squeaking of the hip. Osteolysis was also reported. Doi: (B)(6) 2008 dor: (B)(6) 2011 (right hip). Update 5/13/13- pfs received. Pfs reviewed for MDR reportability. The pfs reported partial to complete mobility loss, loss of range of motion, pain, suffering, disability, squeaking, inconvenience and unable to work. The stem is added to the complaint for the revision for high cobalt and chromium levels. There are no lab results for metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided stem and liner product and lot combinations, and one against the femoral head. Review of the device history records did not find any anomalies with regard to the reported event. Medical records were previously reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf had no allegation. Added revision hospital, report source, law firm, product details and associated contact.